Event description:
It was reported that during a scheduled device replacement surgical procedure, the existing dual coil right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) device but exhibited high out of range shock impedance measurements greater than 200 ohms. The device was noted to be in the pocket when performing the measurements. Surrounding equipment was turned off to rule out any electromagnetic interference (emi). The rv lead was reconnected in the device header port two times. The physician noted that the lead terminal was tight in the device header port, but the lead terminal pin was visually confirmed to be past the connector block in the header, and the header set screws were secure. Continuing to troubleshoot, the physician then switched the high voltage rv lead terminal pins in the opposite device header ports. A vector breakdown was performed in both configurations and a shock impedance measurement of 45 ohms was observed in the rv lead distal coil to device can vector. This measurement is within normal specification limits. A second new ICD device of the same model was attempted but with the same high out of range shock impedance results. Finally, the lead was reconnected to the original ICD device again, and the shock impedance measurement was greater than 200 ohms. Boston scientific technical services (ts) suggested that based on the troubleshooting results, there may be an issue with the rv lead proximal coil and advised to program the rv lead to use only the distal shocking coil instead of both shocking coils. The new ICD device was implanted, the existing rv lead remains in-service and the surgically procedure was successfully completed prior to pocket closure. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This additional ICD device that was attempted to be used has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a scheduled device replacement surgical procedure, the existing dual coil right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) device but exhibited high out of range shock impedance measurements greater than 200 ohms. The device was noted to be in the pocket when performing the measurements. Surrounding equipment was turned off to rule out any electromagnetic interference (emi). The rv lead was reconnected in the device header port two times. The physician noted that the lead terminal was tight in the device header port, but the lead terminal pin was visually confirmed to be past the connector block in the header, and the header set screws were secure. Continuing to troubleshoot, the physician then switched the high voltage rv lead terminal pins in the opposite device header ports. A vector breakdown was performed in both configurations and a shock impedance measurement of 45 ohms was observed in the rv lead distal coil to device can vector. This measurement is within normal specification limits. A second new ICD device of the same model was attempted but with the same high out of range shock impedance results. Finally, the lead was reconnected to the original ICD device again, and the shock impedance measurement was greater than 200 ohms. Boston scientific technical services (ts) suggested that based on the troubleshooting results, there may be an issue with the rv lead proximal coil and advised to program the rv lead to use only the distal shocking coil instead of both shocking coils. The new ICD device was implanted, the existing rv lead remains in-service and the surgically procedure was successfully completed prior to pocket closure. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This additional ICD device that was attempted to be used has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.